Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) in the mobile view station (mvs) cabinet would not turn power on. The ups in the mvs was replaced. The imaging system then passed the system checkout and was found to be fully functional. The ups has been returned to the manufacturer, however, analysis has not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the system powered off during surgery. The site removed system and brought in a c-arm. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
The power supply assembly was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. While charging the ups, the error light "replace batt" turned on. The battery was not able to be charged due to the battery not able to hold charge. The ups was functional with a new battery. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.